Event description:
It was reported that the inner packaging of the implant was compromised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the reported lot. The investigation concluded that the packaging damage was caused by excessive handling during distribution.

Event description:
It was reported that the inner packaging of the implant was compromised.